Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-45 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the proximal conductor. This device was included in a field action and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an transmission report observed the right ventricular (rv) lead with high threshold. The physician decided to explant the lead. The lead was replaced. No patient complications have been reported as a result of this event.